Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 5pm or 6pm. The patient reported a blood glucose reading of "177 mg/dl" with the subject meter. The patient claimed she manages her diabetes with insulin (type/dose not specified). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported having "low blood sugar symptoms" 15 minutes after the alleged issue began. In response to the symptoms, the patient stated she self-treated with food/drink on the onset of the alleged issue. At the time the alleged issue began, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly; however, the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated she obtained an inaccurate reading on the subject meter and claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.